Event description:
It was reported that during a lap eoshophagectomy procedure, there were malformed staples. Sutures were used to close the staple line. There was no patient consequence

Manufacturer narrative:
Date sent 7/6/2007. Information anticipated, but unavailable at this time.